Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause of the reported issue is use-related mechanical overstress during removal of the implant.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/23/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-13226ts threaded bbtak was used to temporarily fixate the plate in distal fibula fracture repair. When attempting to remove it, the surgeon noticed that the threads had broken and that a fragment had remained inside the body. This occurred during use in a case. As removal would be difficult, the fragment was left in place and the surgery was completed. No additional products were required to complete the surgery. The plate used was ar-9963apll-06s (lot number unknown). No photo is available. Type of the surgery was distal fibula fracture repair. No significant surgery delay reported. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is unknown.